Manufacturer narrative:
(B)(4). Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation. There is no information suggesting there was any malfunction or deficiency of the edwards valve. However, it has been determined that this event was likely due to patient and/or procedural related factors. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed the article, "contained rupture of an aortic root with multilobulated pseudoaneurysm in a patient with behçet¿s disease" by yoshihisa morita, md. It was reported that a (B)(6) male underwent urgent re-do (surgery #2) aortic valve replacement with an edwards 25 mm valve and pericardial patch reconstruction of the aortic root pseudoaneurysms. The chest computed tomography and transesophageal echocardiography (tee) confirmed severe aortic regurgitation and a pseudoaneurysm around the reconstructed aortic root by anastomotic leakage. Postoperative transthoracic echocardiography (tte) showed normal biventricular function without any aortic regurgitation. The postoperative course was uneventful. The patient was discharged home on pod 6. Four months after a re-do aortic valve replacement surgery, presented to the hospital with intermittent chest and mid-scapular back pain. Chest cta and tee confirmed the dehiscence of the aortic prosthesis, resulting in severe valvular and paravalvular aortic regurgitation and a pseudoaneurysm around the reconstructed aortic root. The patient underwent re-do surgery #3 using biobental procedure (edwards 25 mm valve and hemashield vascular graft). Postoperative tte showed moderately decreased lv function with an lv ejection fraction of 45%, normal right ventricular function, and normal aortic valve function. The postoperative course was uneventful and patient was discharged on pod #7. The patient has been clinically stable as an outpatient for three (3) years since the surgery.